Event description:
It was reported by service report that there was no power to the bed and the footboard was damaged. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: broken tabs on footboard modules.